Event description:
It was reported that during a bilateral femoral proximal osteotomy surgical procedure, it was observed that it was very difficult to insert and remove cutters devices from the quick coupling device. It was further reported that the device clicked when retracting the upper part of the device. There were no delays to the surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further observed that the carrier shaft had dents and scratches and the device failed cannulation. It was determined that the device failed cannulation due to resistance encountered with insertion of the function gauge. It was further determined that this was due to debris or improper cleaning. The assignable root cause was determined to be due to misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.